Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not provide shock therapy following delivery of anti-tachycardia pacing (atp) for ventricular tachycardia (vt). Boston scientific technical services (ts) reviewed device data and determined that the device was functioning as programmed due to shock therapy being disabled. Information was later received indicating the patient was cardioverted externally during the episode and no further device reprogramming has taken place to date. No adverse patient effects were reported. This system remains in service.